Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement of 2020 ohms on the right ventricular(rv) channel. A review of the stored data identified the measurements had been slowly increasing. The lead was reprogrammed back to unipolar configuration and a measurement of 300 ohms was produced. No adverse patient effects were reported.